Event description:
(B)(4) it was reported that thrombosis occurred. The patient had been taking aspirin medication pre-procedure. A left atrial appendage closure procedure was performed and a 40mm watchman flx pro closure device was implanted under intracardiac echocardiogram (ice) guidance with a complete laa seal and deployed device diameter of 34.0 mm. The patient was discharged on aspirin 75mg a day. At a routine follow-up that took place 26 days post index procedure, transesophageal echocardiogram (tee) revealed a non-mobile device related thrombus (drt) with a maximum thickness of 8mm. A residual atrial septal defect (asd) with a size of 4mm and a peri-device leak of 1mm width of color jet was noted with no intervention. In response to the drt, the physician discontinued the aspirin, and the patient was started on rivaroxaban 20mg a day. At the time of reporting, the outcome of the event was ongoing. It was further reported that on (B)(6) 2024, computed tomography (CT) assessment revealed a complete seal and laminar thrombus on the atrial facing surface of the watchman flx pro device with maximum area of 473 mm2. On (B)(6) 2024, the patient came in for a 45 day follow up visit and tee assessment was performed which revealed a non-mobile device related thrombosis with maximum thickness of 3 mm. A residual atrial septal defect (asd) with size of 3 mm and 1 peri device leak of 1 mm width of color jet and 0 degrees were noted. It was further reported that the aforementioned drt completely regressed based on a repeat tee performed (B)(6) 2024, so physicians reduced rivaroxaban to 15mg daily and paused it on (B)(6) 2024. On (B)(6) 2024, 125 days post index procedure, the patient presented to the hospital with pain and sensory disturbance in the left lower leg, with the complaint of pain starting 3 days prior. A CT angiogram was performed and was suggestive of vessel occlusion. An ultrasound of the left lower leg revealed evidence of compromised femoral artery flow in the popliteal artery and thrombus in the dorsalis pedis artery. The patient was admitted and a thrombectomy of the popliteal artery was performed on the same day. Fragmin medication was initiated postoperatively, and good pulse and foot color was then noted. It was suspected the embolism in the lower leg was followed by the pause of anticoagulant treatment that occurred on (B)(6) 2024. On (B)(6) 2024, a repeat tee was performed which revealed an incomplete seal around the closure device with a jet of 5.5mm, and a laminar non-mobile drt on the atrial facing surface of the closure device. The patient was switched to apixaban 10 mg/day in response to the reoccurrence of the drt, and subsequently discharged home on (B)(6) 2024. The event is considered to be resolved.

Manufacturer narrative:
H10: duplicate report number added.

Event description:
Watchman flx pro CT study. It was reported that thrombosis occurred. The patient had been taking aspirin medication pre-procedure. A left atrial appendage closure procedure was performed and a 40mm watchman flx pro closure device was implanted under intracardiac echocardiogram (ice) guidance with a complete laa seal and deployed device diameter of 34.0 mm. The patient was discharged on aspirin 75mg a day. At a routine follow-up that took place 26 days post index procedure, transesophageal echocardiogram (tee) revealed a non-mobile device related thrombus (drt) with a maximum thickness of 8mm. A residual atrial septal defect (asd) with a size of 4mm and a peri-device leak of 1mm width of color jet was noted with no intervention. In response to the drt, the physician discontinued the aspirin, and the patient was started on rivaroxaban 20mg a day. At the time of reporting, the outcome of the event was ongoing. It was further reported that on 13 may 2024, computed tomography (CT) assessment revealed a complete seal and laminar thrombus on the atrial facing surface of the watchman flx pro device with maximum area of 473 mm2. On (B)(6) 2024, the patient came in for a 45 day follow up visit and tee assessment was performed which revealed a non-mobile device related thrombosis with maximum thickness of 3 mm. A residual atrial septal defect (asd) with size of 3 mm and 1 peri device leak of 1 mm width of color jet and 0 degrees were noted.

Event description:
Watchman flx pro CT study it was reported that thrombosis occurred. The patient had been taking aspirin medication pre-procedure. A left atrial appendage closure procedure was performed and a 40mm watchman flx pro closure device was implanted under intracardiac echocardiogram (ice) guidance with a complete laa seal and deployed device diameter of 34.0 mm. The patient was discharged on aspirin 75mg a day. At a routine follow-up that took place 26 days post index procedure, transesophageal echocardiogram (tee) revealed a non-mobile device related thrombus (drt) with a maximum thickness of 8mm. A residual atrial septal defect (asd) with a size of 4mm and a peri-device leak of 1mm width of color jet was noted with no intervention. In response to the drt, the physician discontinued the aspirin, and the patient was started on rivaroxaban 20mg a day. At the time of reporting, the outcome of the event was ongoing.

Manufacturer narrative:
Initial reporter address 1: palle juul-jensens boulevard 99.

Manufacturer narrative:
B2: information added. B5: information added. H6: patient codes, impact codes, added. Device code changed from adverse event without identified device or use problem to difficult to open or close. Evaluation code updated from cmc - no problem detected to known inherent risk of device.

Event description:
Watchman flx pro CT study. It was reported that thrombosis occurred. The patient had been taking aspirin medication pre-procedure. A left atrial appendage closure procedure was performed and a 40mm watchman flx pro closure device was implanted under intracardiac echocardiogram (ice) guidance with a complete laa seal and deployed device diameter of 34.0 mm. The patient was discharged on aspirin 75mg a day. At a routine follow-up that took place 26 days post index procedure, transesophageal echocardiogram (tee) revealed a non-mobile device related thrombus (drt) with a maximum thickness of 8mm. A residual atrial septal defect (asd) with a size of 4mm and a peri-device leak of 1mm width of color jet was noted with no intervention. In response to the drt, the physician discontinued the aspirin, and the patient was started on rivaroxaban 20mg a day. At the time of reporting, the outcome of the event was ongoing. It was further reported that on (B)(6) 2024, computed tomography (CT) assessment revealed a complete seal and laminar thrombus on the atrial facing surface of the watchman flx pro device with maximum area of 473 mm2. On (B)(6) 2024, the patient came in for a 45 day follow up visit and tee assessment was performed which revealed a non-mobile device related thrombosis with maximum thickness of 3 mm. A residual atrial septal defect (asd) with size of 3 mm and 1 peri device leak of 1 mm width of color jet and 0 degrees were noted. It was further reported that the aforementioned drt completely regressed based on a repeat tee performed on (B)(6) 2024, so physicians reduced rivaroxaban to 15mg daily and paused it on (B)(6) 2024. On (B)(6) 2024, 125 days post index procedure, the patient presented to the hospital with pain and sensory disturbance in the left lower leg, with the complaint of pain starting 3 days prior. A CT angiogram was performed and was suggestive of vessel occlusion. An ultrasound of the left lower leg revealed evidence of compromised femoral artery flow in the popliteal artery and thrombus in the dorsalis pedis artery. The patient was admitted and a thrombectomy of the popliteal artery was performed on the same day. Fragmin medication was initiated postoperatively, and good pulse and foot color was then noted. It was suspected the embolism in the lower leg was followed by the pause of anticoagulant treatment that occurred on (B)(6) 2024. On (B)(6) 2024, a repeat tee was performed which revealed an incomplete seal around the closure device with a jet of 5.5mm, and a laminar non-mobile drt on the atrial facing surface of the closure device. The patient was switched to apixaban 10 mg/day in response to the reoccurrence of the drt, and subsequently discharged home on (B)(6) 2024. The event is considered to be resolved.